Event description:
It was stated that the customer was hospitalized for high blood glucose levels and ketones. No blood glucose reading was reported. It was stated that the customer changed the infusion set several times, but the high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the high pressure test. A replacement insulin pump was requested by the family as they no longer trusted the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.